Manufacturer narrative:
H4: the lot was manufactured between october 09, 2023 and october 11, 2023. H10: the actual devices were discarded; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph observed a leak at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the seam of the middle port. This was observed prior to patient use; the bags were filled with tpn and intravenous solution. There was no patient involvement. No additional information is available.